Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 524 mg/dl. The customer¿s current blood glucose was 533 mg/dl. The customer treated with insulin pump. Customer changed infusion set before bed yesterday and woke up in the middle of the night sweating and having leg cramps due to low blood glucose. The customer¿s current blood glucose was 553 mg/dl. The customer has treated low blood glucose with food. Customer does not allege pump was under delivering. Customer did not allege pump was under delivering. The product was returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Installed a water filled reservoir, primed pump, monitored for three days, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.